Event description:
It was reported that a surgical intervention was performed due to dislocation. The tandem shell and the femoral head were removed.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical group concluded, insufficient clinical information was provided to perform a thorough medical assessment; however, the reported traumatic post-op fall and intraoperative finding of the torn capsule were most likely the contributing factors to the reported dislocations. The patient impact beyond the revision surgery cannot be determined. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.